Manufacturer narrative:
(B)(4). A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
It was reported that prior to insertion of a screw into a skyline cervical plate, the tip of the spring clip driver broke off from the instrument. Breakage occurred as the screw was being reloaded onto the driver and away from the patient, occurring during use but not under torque. A second driver was available for usage. The broken tip was discarded by the hospital. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
Visual inspection of the skyline spring clip driver revealed that the tip of the driver had broken away from the driver. Further examination found evidence of plastic deformation that is consistent in the direction of tightening. No other visual anomalies were noted during the evaluation. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of complaint trend analysis for the instrument found no emerging trends. The root cause is unknown. However, although it was reported that the tip fracture occurred during use but not under torque, inspection of the device found evidence of plastic deformation that is consistent in the direction of tightening. As such, it is likely that the tip was subjected to an unanticipated level of torque prior to this case, which resulted in incomplete tip fracture. The use of the driver in this complaint case likely contributed to the complete fracture of the tip resulting in tip separation. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.